Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Warnings do not re-use. Sterility of this device cannot be guaranteed if the device is re-used.

Event description:
Healthcare professional reported patient was injected twice with the same syringe of juvéderm® volbella¿ with lidocaine in the tear trough. Following the second injection, which occurred 4 months after the initial injection, patient presented with "lateral nodules". Patient also received cutaneous 20 and juvéderm® voluma¿ with lidocaine on the day of the second injection. Symptoms are ongoing.